Event description:
It was reported that previous ambicor penile prosthesis device was removed on (B)(6) 2018 due to infection in scrotum. A new ambicor penile prosthesis with 20cmx14mm cylinders was implanted.